Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patent experienced a syncopal event. The caller requested a download of the device data to determine a potential cause for the event. No additional adverse patient effects were reported.